Event description:
Paramedics responded to a person, condition unk. The device was powered on and reportedly locked up and the service light was illuminated. Also, reportedly, the device locked up with the service light illuminated each time power was cycled. No adverse affects were reported as a result of the device use.

Manufacturer narrative:
H6: system/memory pc boards. Medtronic evaluated the device and observed that it appeared to lock up and the monitor screen failed to display. The system/memory pcb's were replaced then proper operation observed through functional and performance testing. Medtronic then evaluated the pcb's further in a test device mock-up but could not replicate or confirm the observed discrepancy first seen.